Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system automatically shut back down after it was turned on. Customer reported that the main circuit breaker of the power supply was disconnected. A repair/service quotation was not approved by the customer. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system automatically shut back down after it was turned on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.